Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose was 600 mg/dl. The customer was throwing up and problems in breathing. The customer was admitted to the hospital. The customer cause of emergency room visit as per health care provider is diabetic ketoacidosis. The customer was in the hospital for 3 days and then they let him go. The customer was wearing the insulin pump at the time of hospitalization. Customer is at home and doing well. The customer was offered to troubleshoot for the high blood glucose but declined.